Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Based on the lot# 484147 provided for which the DHR resides at arlington heights facility, the nuevo laredo lot numbers for component mp-0321 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch # 1-3714741, 1-3714742, 2-3714741, 3-3714741, 3-3714742, 4-3714741 & 4-3714742 during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample. An attempt to duplicate the failure mode was made, but at the time there's no inventory of the involved product code available at the facility nor is it being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file #40005320 was opened to perform a further investigation with issue. If device sample becomes available this complaint will be re-opened.

Event description:
The customer alleges that the adaptor screw mechanism was unable to connect to the oxygen flowmeter.